Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cable of the foot control device was cut. As a result, there was a ten minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries , medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the foot control cable was cut was confirmed. An assessment was performed on the device which found that the cord was severely damaged. It was found that the cord was smashed and some electrical wires were severed in half. It was determined that this condition was caused by letting the cord get caught under or between something heavy. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.